Event description:
A discrepancy was reported regarding the insulin gauge displaying a different amount than expected, initially showing 12 units instead of the expected 120 units. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge, and they were instructed to call back for troubleshooting if the issue reoccurred.